Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and cracked belt clip slot.

Event description:
It is reported that a customer received a no delivery alarm, low reservoir alarm and a low battery alarm on their insulin pump. The pt's blood glucose level was at 89 mg/dl. The customer went to go see their endocrinologist. The customer was not wearing their pump at the hospital. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.